Event description:
Info rec'd indicated the battery would not hold a charge while on battery power (manual control); however the battery light was on.

Manufacturer narrative:
The hill-rom technician replaced the battery to resolve the issue.